Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range pacing impedance measurement and oversensed noise on the right atrial (ra) lead. It was noted that the patient will continue to be monitored. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range pacing impedance measurement and oversensed noise on the right atrial (ra) lead. It was noted that the patient will continue to be monitored. No adverse patient effects were reported. This crt-d remains in service. It was noted that the high out of range measurement was not available at the time of transmission. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Investigation summary: this device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. With all available information, boston scientific concludes that unknown factors most probably contributed to the event. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific, as evidence suggests that it remains in service. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. This report is being submitted as an additional device code was added. Refer to the description for more information. This product investigation is still in progress. This report will be updated when product investigation is complete.